Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. Samples from the same lot were returned. Visual examination shows that some of the samples had a crystallized coating. The hydrophilic coating of the lofric catheter is sensitive to moisture. Exposure to moisture could cause the catheter coating to crystallize. Usually crystallized coating dissolve during the wetting of the catheter before use. The manufacturing process is climate controlled and it is therefore, not likely that the catheters have been exposed to moisture during the manufacturing process. There are storage instructions on the labelling stating that the catheter should be stored in a dry place at room temperature. Most likely the samples were exposed to moisture after leaving wellspect healthcare.

Event description:
The patient complains that the catheters are sharp and irregular. The customer experienced blood in the urine.